Event description:
The customer has called regarding to a battery and bolus issues. It was reported that the customer was hospitalized due to high blood glucose. It was found that customer never activated bolus. Troubleshooting was performed. Instructed customer to call mmi once clamp is received to do hp test. Bgs were treated with injection. Instructed customer to call back if problem persist.